Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the stiffening cannula of an ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was required for percutaneous transhepatic cholangio-drainage. During the placement procedure, the user advanced the catheter with the stiffening cannula into the patient. The user attempted to remove the stiffening cannula from the catheter but was unsuccessful. Force was required to pull back the catheter, then the entire device was able to be removed from the patient. A new device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the stiffening cannula of an ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was required for percutaneous transhepatic cholangio-drainage. During the placement procedure, the user advanced the catheter with the stiffening cannula into the patient. The user attempted to remove the stiffening cannula from the catheter but was unsuccessful. Force was required to pull back the catheter, then the entire device was able to be removed from the patient. A new device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information it was reported that the failure occurred with the metal stiffener.

Manufacturer narrative:
Investigation ¿ evaluation on 17mar2022, cook china received a complaint from mr. You zhou, a representative at the chengdu chengfu med. Equip. Co, located in the city of chendu, cn. Following insertion of an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh, lot: 14173508) into the patient during the procedure, it was found that normal withdrawal of the metal stiffening cannula could not be carried out. When the catheter was pulled back with force, both the drainage catheter and the stiffening cannula were withdrawn from the patient at the same time. A new drainage catheter was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures, as well as a visual inspection, dimensional verification, and functional test of the returned device, were conducted during the investigation. One used device was returned for evaluation, with the metal stiffening cannula and blunt stylet fully inserted through the catheter. Biological matter was observed throughout the length of the device. There was no visible damage noted to either the catheter or stiffener. The metal stiffener was confirmed to be stuck within the lumen of the catheter. As the distal tip of the catheter and stiffener were manipulated, the stiffener was able to be released from the catheter. The catheter tubing was cut to obtain measurements. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. A review of photos provided by the customer demonstrated the reported difficulty. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14173508 and related subassembly lots found a relevant nonconformance for "transition poor" in two subassembly lots (sa14103863 and a14103870) related to the stiffening cannula. All nonconforming devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ as there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical inc. Has concluded the device was manufactured to specification. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure without any design or manufacturing issue likely contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.